Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing difficulty charging the pump with the wall adapter. The pump was able to be charged successfully with an alternate wall adapter. The customer¿s blood glucose was 114 (mg/dl). Replacement wall adapter sent to customer. Reportedly the customer continued to use the pump for insulin therapy.